Event description:
A malfunction on a pump was reported by the caller, but there were no notable events prior to the issue. The customer was unsure whether the malfunction impacted their blood glucose level, however, it was suspected that the levels did not exceed 500 mg/dl. Technical support provided the customer with information on how to reset the pump, and assisted in the process, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if the issue recurred.